Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and exhibited loss of capture. The lead dislodgement was confirmed via x-ray. The patient was hospitalized and the lead was explanted and replaced. It was confirmed there were no additional adverse patient effects.